Event description:
The surgeon reamed to 54 mm and trialed a 54 mm window trial which "slipped in" and he then chose the definitive implant, a 54 mm adm cup. After several attempts to insert the cup, the surgeon was complaining that the cup was "spinning", after multiple blows with the mallet he was still unhappy so requested the 56 mm adm cup, this sat a little better but he remained reserved. The procedure continued, he accessed the range of motion and as he dislocated the hip for the final time the cup became loose. The reamers were checked to confirm the last reamer was definitely a 54 mm. Approx added another 30 minutes to theater time. The surgeon had to use another companies products.

Manufacturer narrative:
A supplemental report wil be submitted upon completion of the investigation. This is the same pt/event as MFR#: 9616680-2012-00131.